Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4)

Event description:
Both of the patient's leads are for off-label use. Device 2 of 2. Reference MFR. Report#: 1627487-2016-04500. It was reported the patient has been receiving inadequate coverage/stimulation since experiencing a fall. Troubleshooting via reprogramming has been unable to provide resolution. A CT scan revealed both of the patient's leads have migrated. As a result, the patient plans to undergo surgical intervention on a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2, reference MFR. Report#: 1627487-2016-04500. Follow-up revealed the patient's leads were relocated via surgical intervention on (B)(6) 2016. Surgical intervention resolved the patient's issue.